Event description:
Routine post-op MRI of brain, completed at a time of generator placement on (B)(6) 2013, showed a small amount of operative hemorrhage along the right sided lead. No interventions were required. A (B)(6) male, had bilateral placement of medtronic (B)(4) 40 cm microelectrode leads on (B)(6) 2013. Pre-op MRI of brain was completed. Stage ii of surgery completed on (B)(6) 2013, with placement of extension leads bilaterally and medtronic activa (B)(4) pulse generator. Post-op MRI of brain showed increased t1 signal abnormality around the superior aspect of the right lead. Findings most reflective of some mild hemorrhagic products along the course of the lead. No intervention required.